Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and update to field h4. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: brush the distal end of the endoscope, using the cleaning brush (maj-1534). Pag 122 olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using the correct cleaning brush while reprocessing the ultrasound gastrovideoscope. No patient infections or injuries reported. There were no reports of patient harm.